Manufacturer narrative:
Reported event: an event regarding allergy/reaction unknown insert was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant indicated: "I have reviewed the documentation provided for pi including the product inquiry cover sheet, an operative report from the index tha as well as an operative report from a revision tha surgery. Event description: pt. Reported; I just found out about maybe 3 weeks ago I have cobalt poisoning. I have stryker for my right hip. Had a revision on (B)(6) 2025 to revise implants due to cobalt poisoning. Experiencing swelling after revision. The primary operative report documents an uncomplicated tha with stryker components. The revision tha reports the cup was stable. The liner was replaced. The stem was extracted and revised to a restoration modular stem. No findings were reported. No objective evidence of cobalt poisoning was provided. Revision tha surgery is confirmed. The root cause for this revision surgery cannot be determined from the documentation provided. Should further documentation become available, I would be happy to further this investigation." -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to cobalt poisoning. A review of the provided medical records by a clinical consultant indicated: "I have reviewed the documentation provided for pi including the product inquiry cover sheet, an operative report from the index tha as well as an operative report from a revision tha surgery. Event description: pt. Reported; I just found out about maybe 3 weeks ago I have cobalt poisoning. I have stryker for my right hip. Had a revision on (B)(6) 2025 to revise implants due to cobalt poisoning. Experiencing swelling after revision. The primary operative report documents an uncomplicated tha with stryker components. The revision tha reports the cup was stable. The liner was replaced. The stem was extracted and revised to a restoration modular stem. No findings were reported. No objective evidence of cobalt poisoning was provided. Revision tha surgery is confirmed. The root cause for this revision surgery cannot be determined from the documentation provided. Should further documentation become available, I would be happy to further this investigation." The exact cause of the event could not be determined because insufficient information was provided. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
No new information.

Event description:
Pt. Reported; I just found out about maybe 3 weeks ago I have cobalt poisoning. I have stryker for my right hip. Had a revision on (B)(6) 2025 to revise implants due to cobalt poisoning. Experiencing swelling after revision.